Event description:
The following info is from an abstract published in catheterization and cardiovascular interventions; percutaneous closure of atrial septal defects in adults: role of intracardiac echocardiography. Fifty-two patients with documented asd underwent percutaneous closure with amplatzer devices. All patients were discharged the next day after a tte showed stable position of the device. Clinical and echocardiographic follow-up for 15 +/- 7 months was uneventful but for three (3) episodes of paroxysmal atrial fibrillation.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the causes of the paroxysmal atrial fibrillation could not be determined with the information received.